Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 12/29/2026, it was reported that the patient experienced loss of consciousness, blurry vision, increased thirst, and increased urination. The bg meter showed 393 mg/dl and the dexcom app displayed egv 78 mg/dl. The patient uses omnipod 5 and this complaint says it was not in modified closed loop. The patient began hyperventilating, eventually losing consciousness, prompting the roommate to call for emergency assistance. The patient was taken to the emergency department (ed) on (B)(6) at 10:15 pm, where the patient received IV fluids and saline. Medical evaluation later confirmed a diagnosis of dka. The patient remained under observation overnight and was discharged the following day, (B)(6) 2025, at 7:00 pm, less than 24 hours. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6 health effect clinical code - hyperventilation.